Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips healthcare to report that the front bezel was damaged by the hospital. There was no reported patient involvement.

Manufacturer narrative:
Correction made to device code.

Event description:
The customer contacted philips healthcare to report that the user experiencing hard paddles fail message.